Manufacturer narrative:
Date received by manufacturer: 10aug2019. Date of report: 14oct2019. Per product support contact, this is not a v200 unit it's a vision ventilator. After reviewing this file it was determined that MDR-2031642-2019-04190 was reported in error. The vision ventilator is out for many years. There are no spare parts that can be replaced. It is recommended to scrap the unit. No repair will be performed on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported unit failed self test. There was no patient involvement.